Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) for the ground bond verification, with a measurement of 0.102 ohm. The specification is 0.001 ohm - 0.100 ohm. This was a rite test failure, and no patient was involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.126 to 0.002 ohms when the door frame ground screw was completely tightened. Assignable cause for the unrelated rite failure of ground bond failure was a loose door frame ground screw. Scrap door frame ground wire. Device was sent to servicing.